Event description:
Event description guidant received information that this atrial lead displayed impedance measurements greater than 2500 ohms. The lead was explanted and successfully replaced during the procedure to replace the pacemaker for normal battery depletion.